Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 was shorting or turning off during use, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to confirm the reported event. Fse did troubleshooting and did not replicate the issue. Fse replaced e-100 generator as a precaution. The system was tested and verified as ready for use. The e-100 generator was analyzed and found to failure analysis investigation was able to replicate the reported issue. This unit was installed in a good internal system and tested with the synchro seal and saline dipped gauze in the jaws. The yellow pedal/sync activation and cut/seal functions were used several times and the unit turned off during testing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the e-100 was shorting or turning off during use. While the surgeon was firing the synchroseal and vessel sealer instruments the e-100 was shutting off. Customer stated that they turn the e-100 back on after it shuts down, but it continues to occur. The surgeon switched to using a fenestrated bipolar instrument to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that the procedure was a robotic cystectomy. The procedure was completed robotically with the fenestrated bipolar instrument.